Event description:
Other states the end user alleges the seat pinches, other states she is not with the unit and has no lot number but the model is 9630. Other will call back to verify model and lot number.(B)(6), other called back and advised only number that she sees on commode is (B)(4) and it was a light color. Other advised would look back at unit...(B)(4). (B)(6) 2014 caregiver described a 6 inch crack in seat, pinches skin and caused skin to break open. Caregiver confirmed no medical attention was required. Sending replacement seat. (B)(4).